Manufacturer narrative:
(B)(4). Describe event or problem: "dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121." Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available. Date received by manufacturer - correction to initial MDR, date should be 01/16/2017.

Event description:
Dexcom was made aware on 01/16/2017, that on (B)(6) 2016, the receiver displayed error 121.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying error 121 was confirmed. A root cause could not be determined.